Manufacturer narrative:
The device has not been returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 using the pod 5 page 44. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient's mother reported her son's pod exploded while he was trying to bolus at school. Mother noted that the child tampered with the pod. The patient's site was sore and bruised. The patient's pediatrician diagnosed a cellulitis infection and prescribed both oral keflex antibiotic and a topical antibiotic (name of topical antibiotic not provided).